Manufacturer narrative:
An event of left bundle branch block (lbbb) and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the exact cause of the reported lbbb and complete heart block could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. During procedure, the patient developed left bundle branch block (lbbb) when they crossed the valve with wire. The patient went into complete heart block when they deployed the valve. The final implant depth of the valve was 3mm. A permanent pacemaker was implanted in the patient. The patient was reported stable.